Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: while cleaning the device tip, the heat shrink had broken and became loose. The heat shrink was removed completely from the shaft and it was used to complete the case successfully. Investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: device name: plasmablade¿ 3.0s. Product number: ps210-030s, lot number: fl50961297, expiration date: 20-jan-2019, quantity returned: 1. Visual inspection: testing performed: device packaging inspection: one returned plasmablade¿ 3.0s device with locking mechanism was received inside a (B)(4) shipper box within a biohazard bag with paper to fill the negative space. No original packaging returned, therefore it is neither possible to confirm the device information against the information listed within gch nor confirm the device that was sent back as the reported complaint device. The device plug connector failed to connect to the eeprom verification reader to obtain the device information. No paperwork was provided. Device visual inspection: the device is used with excessive blood on the handle, finger-grip, and nose. Blood and other biological fluids present along the inner shaft. There is an accumulation of excessive eschar build-up on the electrode and inside the suction opening, which may compromise device performance. The heat shrink is completely detached from the electrode blade which visually relates to the reported complaint description, all other components appear in place and intact. Additionally, it was found that the electrode is bent and the insulation coating is damaged, peeling and missing in a large area on the blade and shaft, with bare metal exposed. The damage to the electrode insulation coating renders the device inoperable, unsafe for use and impedes further functional inspection. There are bent, flattened and sheared device plug connector pins which prevented connection to the eerprom verification reader, however, the bent pins did not prevent connection to the generator. Functional inspection: both cut and coag buttons have a definitive tactile feel. The device was connected to confirm there was not an additional failure to connect to the aex¿ complaint lab generator. The returned plasmablade¿ 3.0s was connected to the complaint lab aex¿ generator and the expected e5 error code, ¿end of life¿, was displayed confirming the device had been successfully activated prior to this complaint investigation. The damage to the electrode insulation coating and heat shrink renders the device inoperable, unsafe for use and impedes further functional inspection. Lhr review: a review of the lhr for lot # fl50961297 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint confirmed: the reported issue contained within gch was visually confirmed within the laboratory environment. Insufficient cleaning of the electrode during use can create tissue and coagulum buildup on the electrode and inside the heat shrink. When this occurs, the rf energy path may be altered such that the energy is directed to the tissue on the electrode, rather than to the patient; it is probable the heat shrink will degrade. This complaint will be tracked and trended in gch. Additionally, the electrode insulation coating is damaged with bare metal exposed. The flaking of the electrode insulation coating creates areas of exposed metal which can cause diminished device performance. Insufficient cleaning and use can contribute to this failure mode. The damage to the electrode insulation coating and heat shrink renders the device inoperable, unsafe for use. Reference documents: 42-10-1020 rev. H - work instructions for complaint investigations - disposable devices, 31-10-1369 rev. K - product specification and quality plan - plasmablade¿ 3.0, 70-10-1452 rev. B - peak plasmablade¿ 3.0s - locking mechanism - IFU, 61-10-0017 rev. H - device button tactile test procedure test equipment: the functional inspection was not performed as the complaint was confirmed via visual inspection; therefore, no test equipment was utilized. Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Approximately three hours into a plastics case, the staff reported the heat shrink had broken and became loose on the plasmablade device. The staff peeled the heat shrink completely off and used it to complete the case. There was not impact to the patient reported. Additional failure found during analysis reported the electrode was found to be bent, with insulation coating that was flaking and peeling.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.